Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with chest pain. Upon interrogation, the left ventricular lead exhibited low impedance. It was noted that the patient felt the vibratory patient notifier the previous night. The patient notifier was turned off. No medical intervention was reported. The patient would follow-up with her cardiologist.